Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittently, the pump could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. Reportedly this issue persisted despite the attempt of multiple usb cables, power adapters, and power sources. This issue resulted in the pump battery fully depleting and shutting down. The customer¿s blood glucose was 400 (mg/dl). Reportedly the customer continued to use the pump for insulin therapy.